Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the clip came out twisted and partially closed. Another like device was used to complete the procedure. There was no pt consequence.